Event description:
Boston scientific received information that patient with this device was in the intensive care unit. The device was pacing in the atrium and ventricle at the maximum sensing rate. Boston scientific technical services discussed turning the minute ventilation (mv) sensor to passive as the external monitoring equipment was interfering with the mv sensor. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.